Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited farfield oversensing on the right atrial (ra) channel. Technical services (ts) reviewed the stored data and noted that the atrial oversensing resulted in inappropriate atrial tachy response (atr) mode switches. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this pacemaker exhibited farfield oversensing on the right atrial (ra) channel. Technical services (ts) reviewed the stored data and noted that the atrial oversensing resulted in inappropriate atrial tachy response (atr) mode switches. No adverse patient effects were reported. This pacemaker remains in service. Additional information was provided that this pacemaker recorded low out of range intrinsic amplitude measurements. No adverse patient effects were reported. This pacemaker remains in service.